Event description:
It was reported that, "patient requested hardware removed due to full fusion. Removal screwdriver tip broke in screw as hardware was being removed. No delay occurred and patient requested and kept removed implants."

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of a reflex hybrid revision driver draw rod screw extractor tip fracture was confirmed via correspondence. The device was not returned for evaluation. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided, as it can cause bending or breakage of the inner shaft and that the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft.¿ however, none of the mentioned causes could be confirmed. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that, "patient requested hardware removed due to full fusion. Removal screwdriver tip broke in screw as hardware was being removed. No delay occurred and patient requested and kept removed implants."

Manufacturer narrative:
Not returned.